Event description:
The customer reported that the patient underwent a tumor ablation in the left kidney on (B)(6) 2013. High sweating was observed when the grounding pads were removed, with erythema noted at one grounding pad site. No further complications were experienced so no importance was given to the erythema. Approximately one month after the procedure during a follow-up visit, the physician noticed an injury at the site where the erythema was noticed. The physician believes that due to excessive sweating the pad could have partially become detached during the procedure and the dispersion surface was decreased, resulting in a burn. Type of treatment, if any, is unknown. No additional information is available. The incident sample was discarded by the site following the procedure.

Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the user and is not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.